Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive one step button was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013.according to the complainant, when the physician attempted to pull the peg tube through the ostomy, the peg tube broke off due to severe scar tissue. The ostomy was then enlarged to 3 cm using a scalpel and the procedure was completed with a different peg tube.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the device found the button, sheath, red strip and black suture to be intact on the delivery system. The pull wire coating was peeled and the wire had been cut with approximately 4 cm remaining attached to the wire loop of the delivery system. The remainder of the pull wire was not returned. The delivery system c-flex tubing was separated and approximately 18 mm of the tubing remained on connector. The cut ends of the c-flex tubing presented numerous cuts from scalpel or similar instrument. It was noted that the condition of the returned unit was consistent with the complaint incident that the one step button delivery system was detached/separated. The severe scar tissue most likely produced excessive resistance during placement and it appears the user did not verify the ostomy size or evaluate the scarring prior to the placement attempts. The tubing of the delivery system had been cut apart and presented numerous cuts from a scalpel which most likely occurred when the user attempted to enlarge the ostomy. The directions for use provided with this device lists ¿multiple surgical procedures near the gastrostomy site¿ in the contradictions for use section. Therefore, the most probable root cause of "user/ use error" is selected for the complaint. A device history record (DHR) review of lot number 15729409 was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that an endovive one step button was used during a percutaneous endoscopic gastrostomy procedure performed on(B)(6), 2013. According to the complainant, when the physician attempted to pull the peg tube through the ostomy, the peg tube broke off due to severe scar tissue. The ostomy was then enlarged to 3 cm using a scalpel and the procedure was completed with a different peg tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.